Event description:
Customer reported multiple occlusion alarms with their pump, especially during bolus. There was no adverse impact to the customer's blood glucose level. After extensive troubleshooting efforts, it was decided that a pump replacement was necessary. Reportedly, the customer uses lyumjev brand insulin, which is considered off label.